Manufacturer narrative:
Retainer ring: clear. The p-cap / reservoir locked properly. After battery installation, insulin pump gave a blank display. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Insulin pump was cut open and electronic stack and motor removed. Pump electronic and motor were installed in a test case and blank display anomaly continue. It was determined that blank display is cause by ingress of water corroding pcba1, pcba2, battery tube and motor force sensor flex connector and electronic components. Insulin pump received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Insulin pump received with cracked keypad overlay at select button. Insulin pump received with minor scratched display window, case and keypad overlay. (B)(4).

Event description:
Information received by medtronic stated that the insulin pump had exposed to fluid. Customer stated that the fluid was under the liquid crystal display. No harm was required during medical intervention. The insulin pump will be returned for analysis.